Manufacturer narrative:
The autopulse platform (s/n# (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). A visual inspection of the returned platform was performed and there were no physical damage or cosmetic issues observed. A review of the platform archive was performed, and there were multiple faults of ua41 (patient temperature sensor failure) occurred on (B)(6) 2016, (ua) 12 (lifeband not present) occurred on (B)(6) 2016 and (ua) 20 (position out of range) on (B)(6) 2016; thus confirming the reported complaint. Functional testing was performed; a platform intermittently displayed a user advisory (ua) 41 upon powering up. The ua41 was cleared after pressing on/off button. The autopulse platform passed functional tests without exhibiting any fault or error ua41. However, the temperature sensor cable and the power distribution board (pdb) were replaced to avoid the re-occurrence of ua41. Additionally, the belt switch assembly was adjusted to avoid the re-occurrence of ua12. Unrelated to the reported complaint, it was found that the platform was unable to communicate through ap vision via ir port of the processor pca board. The processor pca board was found to be at fault and it was replaced. The clutch plate was also sticky and therefore, was deburred. A run-in testing was performed for 20 minutes without exhibiting any of the user advisory or fault. The autopulse has passed all the testing and meets all required specifications. In summary, the customer's reported complaint was confirmed during archive review and functional testing. The ua41 error was cleared after pressing on/off button. However, the temperature sensor cable and the power distribution board pdb) were replaced to avoid the re-occurrence of ua41. In addition, the belt switch assembly was adjusted to avoid the re-occurrence of ua12. The autopulse platform passed all the testing and meets all required specifications.

Event description:
It was reported that during shift check, this autopulse platform (s/n: (B)(4)) displayed multiple user advisories (ua) 41 (patient temperature sensor failure), (ua) 12 (lifeband not present) and (ua) 20 (position out of range) error messages . The crew have tried resetting and swapping the lifeband but the error messages could not be cleared. Multiple attempts were made to contact the reporter to obtain additional information; however, were unsuccessful. There was no patient involvement reported. No other information was provided.